Manufacturer narrative:
Device received with a critical pump error (open book error) an a broken force sensor was detected during seating or regular delivery found in the formatted history file due to force sensor zero offset out of spec. The force sensor measured to be -000.0 mv. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm during rewinding. The customer's blood glucose value was 240 mg/dl. Troubleshooting was done. The customer stated that they able to saw critical pump error image on screen. The customer got low reservoir alarm prior to critical pump error. The customer was advised that the insulin pump will need to be replaced and to discontinue the use of insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.